Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2023, the patient experienced an unknown issue which occurred on an unspecified day after the sensor had been inserted (sensor location information not available). Per call to technical support on (B)(6) 2023, the patient was asked if a continuous glucose monitor (cgm) malfunction occurred and she replied, "I'm not saying it was because of the dexcom and I'm not saying it wasn't." The patient was using a tandem insulin pump and reported it had a red ¿x¿ which indicated it was not delivering insulin. On (B)(6) 2023, the patient was admitted to the intensive care unit due to her blood glucose reaching 800 mg/dl. No cgm value for comparison could be recalled by the patient. No information on any cgm alerts or alarms was provided. There was no documentation of treatment. There were no other patient or event details available. Technical support attempts to ask for additional details of the event, the patient declined and only wanted to get her sensor and transmitter replaced. At the time of the report, the patient was okay. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.